Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to walmart to get her blood glucose tested due to not being able to obtain a blood glucose reading on the true metrix air meter. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer made several attempts to contact customer to ensure the replacement product resolved the customer¿s initial concern- unable to establish contact with customer.

Event description:
Consumer reported complaint for error messages (e-0 and e-5). The customer feels well and did not report any symptoms. Customer stated she was frustrated with the different errors she keeps getting and has lost faith in this meter. Customer stated she had gone to walmart to get her blood glucose tested due to the error messages and not being able to obtain a blood glucose reading on the true metrix air meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date is 12/01/2022. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Sections with additional information as of 19-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.